Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 121 mg/dl. The customer stated buttons are not working the customer stated that he was riding bike in rain had some condensation on pump but no water in it. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.